Event description:
It was reported that a patient presented for a pacemaker system implant procedure on (B)(6) 2021. A day after the procedure on (B)(6) 2021, an x-ray revealed that the patient's right ventricular lead had dislodged. A lead revision procedure was performed on (B)(6) 2021 to reposition the patient's right ventricular leads. The patient was stable throughout.